Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 465 mg/dl. The customer treated their blood glucose level with a manual injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.